Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime, system sensor, excessive no delivery test and displacement test. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump has a scratch and crack along the top of the screen. The customer's blood glucose reading was 240 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The device was programmed with test minilink and the glucose sensor simulator. The device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. The device was also programmed with test glucose meter. The device communicated properly and recorded the 136 mg/dl value properly from glucose meter.